Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an unrelated pocket revision surgery [related manufacturer report number: 3006705815-2024-01549], the patient reported that the ipg pocket site incision was not closed all the way and that ipg was exposed. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.